Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 4 months post implant of this mitral annuloplasty ring, a tissue valve was implanted in the same position. The surgeon indicated there was a 7 by 3 mm perforation at the annular base of the p2 leaflet. The customer stated that there were no issues with the annuloplasty ring itself and that it was a patient issue that caused the leaflet to extract from the annulus. No additional adverse patient effects were reported.